Event description:
Reporter alleged he attempted to test on the aviva system with expired strips and couldn't obtain a result due to an error message. Reporter stated that he took insulin sometime that day afterwards and passed out. Reported stated the emts were called, treated him with a glucose IV, and obtained a result of 60 mg/dl on their system. Reporter stated he was taken to the ER and given food. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.